Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. A pump reset was performed to resolve the issue. Additionally, it was reported that a minimum fill notification occurred. Reportedly, customer added insulin to the cartridge and loaded it successfully. Customer's blood glucose level was 239 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.